Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she was refilling the patient¿s pump today and did an audible alarm test as the pump was nearing eri (elective replacement indicator). She played the critical alarm a couple of times then interrogated the pump again and there were multiple alerts, and the ¿active alarm¿ button was showing. The alerts were stating ¿low reservoir¿ and ¿empty reservoir¿ occurred even though she had just updated the pump to show it was full and there was over 4 ml volume showing at the time of the update. The hcp confirmed that an alert for pump motor stall and recovery did appear as expected since this was the first interrogation with the 2.0 software. The agent had the hcp silence the alarm by hitting the ¿active alarm¿ option and updating the pump again. The hcp then read the pump logs and they showed ¿user silenced an active audible alarm programming steps critical alarm (06) non-critical alarm (0a)¿ and all of the logs were date stamped with today's date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810, lot# serial# unknown, product type software product ID ct900, lot# serial# (B)(6), product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.